Manufacturer narrative:
There were no visible issues with either patient sample. Qc was within range prior to patient testing. Daily maintenance was performed prior to both the initial and repeat results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 random patient samples tested for elecsys anti-sars-cov-2 s (anti-sars-cov-2 s) on a cobas e 411 immunoassay analyzer. For both patient samples, the initial results were <0.400 u/ml with a data flag. For both patient samples, the repeat results were >250.0 u/ml with a data flag. Both patients were repeated with a 1:5 dilution and the results were >1250 u/ml with a data flag. No questionable results were reported outside of the laboratory. The anti-sars-cov-2 s reagent lot number was 572707 with an expiration date of 30-apr-2022.

Manufacturer narrative:
Calibration was last performed on 26-feb-2022 and was acceptable. Qc was within range on the day of the event. The customer uses a centrifugation speed of 3500 (unknown whether this is in rpm or g) for 10 minutes. Based on the sample tubes the customer uses, the centrifugation speed should be 1600- 2000 g for 10 minutes. Based on the information provided, the cause of the event could not be determined. A general reagent issue can be excluded. The investigation did not identify a product problem.